Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail single use 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured approximately 309 cm from the top of the connector to the end of the exposed glass tip. The exposed glass tip measured approximately 0.6 cm and was degraded. Fibers are consumable and meant to degrade. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. No light was observed from the sma connector, indicating a fracture of the fiber in the connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device confirmed that the fiber tip was degraded. Additionally, no light was observed from the sma connector, likely indicating a fracture of the fiber in the connector. Damage within the connector of the device can result in complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on november 7, 2019 that a lighttrail single use 270um laser fiber was used in a flexible ureterorenolithotripsy procedure in the renal pelvis performed on (B)(4) 2019. Reportedly, the laser unit used was an auriga xl laser console with 220 volts power. According to the complainant, during the procedure, it was noted that after 10 minutes of usage the laser fiber stopped working. The procedure was completed with another lighttrail single use 270um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.